Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. A review of the system logs showed multiple evidence of field programmable gate array (fpga) reset/reprogram failures. It was reported that the screen displayed a power handle error. The reported issue was confirmed. The most likely cause was traced to device design. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. During initialization a motor test is performed. If the motor test fails, it results in a power pack error. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during inspection, the device had a power handle error. The display was showing a power handle icon inside a red circle with a line and a triangle with an exclamation point above it. There was no patient involvement. Medtronic's initial evaluation of the incident device: the system logs showed evidence of multiple fpga reset/reprogram failures.